Event description:
The patient was undergoing treatment for an occlusion in the m1. (He had been hospitalized before the onset). Nihss score was 22 and t-pa was administrated with no recanalization confirmed on CT scan. Firstly, the merci catheter (2.5 soft) was used with slight blood clot retrieved but no recanalization, and then the penumbra system was used. The psc054 was advanced into the m1 with failure in aspiration due to kickback of the catheter. The psc032 was used but failed in inducing. The sheath confirmed stretching when checked outside of the patient's body. The physician used the merci micro catheter next with failure in inducing. Ccf was revealed on angiography. The psc054 found stretched when checked outside of the patient's body. The patient was recovering as of (B)(6) 2012. Physician's comment: "it's difficult to identify when the perforation occurred because angiography was not done immediately after the aspiration with the psc054. For the fact that the angiography from the lt-ic all flowed into the vein, the possibility that the devices includes the psc054 caused the ccf is high."

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Discarded by hospital.